Event description:
The following information was provided: during bone cutting with the mako tka system, complications arose necessitating a switch to manual mode mid-procedure. Specifically, cutter check before bone cutting failed, requiring intraoperative re-registration. Subsequently, during tibial bone cutting, the checkpoint pin failed to engage, necessitating re-drilling. After changing the attachment to an angled one and proceeding with femoral bone cutting, the saw blade position was noted to be incorrect. Upon performing the cutter check, it failed. Although the probe and base array were displayed, the accuracy value was not shown. A second re-registration was performed, and the cutter check passed. However, the femoral checkpoint then failed, necessitating a switch to manual surgery instead of mako tka. The accuracy of the mako osteotomy was poor, with a tibial varus angle of 10° being cut instead of the intended 4° (as measured on the postoperative x-ray).